Manufacturer narrative:
A siemens customer service engineer (cse) was at a customer site and reported that a sample barcode was misread on an advia 2120i hematology system with dual aspirate autosampler by the system's hand held barcode reader. Siemens is investigating the issue.

Event description:
A siemens customer service engineer (cse) was at a customer site and reported that a sample barcode was misread on an advia 2120i hematology system with dual aspirate autosampler by the system's hand held barcode reader. Patient sample identification number (sid) (B)(6) was misread as sid (B)(6). The error was found by the customer and the initial patient results were not released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
On 07-nov-2019. Additional information (15-nov-2019): the customer did not provide additional information. The cause of the event could not be established. Potential causes of the event include the customer barcode quality, or that barcode reader programming is needed to accommodate the customer's barcode symbology. The system is performing according to specifications. No further evaluation of this device is required.